Manufacturer narrative:
(B)(4).

Event description:
The pt thought she experienced baclofen withdrawal. The pt had itching and anxiety. The severity was determined to be "mild". The pt was taking oral baclofen, valium, and stated that "a sip of brandy helps". A CT scan without contrast was done on (B)(6) 2011, and showed an intact pump and catheter. Device interrogation the same day was "normal". On (B)(6) 2011, the pump and catheter were replaced. The event resolved and the pt recovered without sequela. The device system was used to deliver baclofen 2000 mcg/ml.